Event description:
It was reported that the patient experienced complete heart block. A lotus edge valve was advanced to for an aortic valve implant procedure. During deployment of the valve, complete heart block occurred. The following day, a permanent pacemaker was implanted. No further patient complications were reported and the patient was noted to be doing fine.